Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the contact was able to remove more air than expected from multiple cartridges. The contact changed out the cartridge to a new cartridge and was able to complete the load process successfully. The customer's blood glucose (bg) level was 263 mg/dl and the bg level was addressed with a bolus. Insulin delivery was resumed.